Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) frequently displayed mid:14 (bg power supply) error messages was confirmed in the thermogard system's event log data and during functional testing. The most probable root cause for the reported error message was the malfunctioning power supply, possibly due to failed component(s). No physical damage was observed on the thermogard console during visual inspection. The thermogard system event log data was reviewed and revealed multiple mid:14 (bg power supply) error messages on and around the reported event date, confirming the reported complaint. The thermogard system failed the functional testing due to the mid:14 error message displayed while the console was in active operation, confirming the customer's reported complaint. To troubleshoot the problem, the console's power cord and danfoss controller were replaced, but the issue was not resolved. Further investigation revealed that the root cause of the mid:14 error message was most probably related to the malfunctioning power supply, which needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(6)) frequently displayed mid:14 (bg power supply) error messages. The therapy was almost completed, so the doctor ended the temperature management treatment. No patient injury was reported.